Event description:
It was reported that the customer accidently dropped the insulin pump. Afterwards, the display intermittently went blank. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
The display was intermittently blank due to the metal frame of the liquid crystal display board shorting out the electronic panel.